Event description:
In 2009 the patient reported that for the past few days she has had elevated blood glucose readings up to "hi" on her meter, with her normal range being 115-125 mg/dl. She stated nine days prior, her blood glucose measured "hi" on her meter and she treated it by bolusing insulin through her infusion device. Her reading did not decrease to her normal range, until she gave herself an insulin injection. She said 2 days ago she changed her insulin cartridge and infusion set tubing, and primed until insulin dripped from the tubing. She connected to her headset and bolused and she had been disconnected for a while. An hour later her reading was 431 mg/dl and another hour after that, her reading was 500 mg/dl. She treated her readings by changing her headset and tubing and, bolused insulin through her device, but her reading did not decrease until she took an insulin injection. She stated this has continued throughout the weekend. Symptoms of elevated blood glucose are shortness of breath, rapid heartbeat, and nausea. She said her readings are currently within her normal range and she is feeling fine. To troubleshoot, the patient confirmed the time and basal rates on her infusion device are accurate. She stated she had an occlusion this morning and 1 other one a couple of days ago. She has used 3-4 infusion sets over the past 2 days, and has discarded all of them, so has no specific product information. She stated she has a lot of scar tissue. Additional training was offered and declined by the patient. The patient will switch to her backup device for troubleshooting purposes. On follow up with the patient two days later, she stated she spoke with her doctor who said the issue was the large amount of scar tissue she has, which affects her absorption rates. She is using other site areas and her blood glucose levels have been in the normal range since the change. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.